Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated undersensing information. Analysis of the device memory also indicated oversensing due to emi (electromagnetic interference)/noise. (B)(4).

Event description:
It was reported that the patient presented to the clinic due to their incision wound re-opening and bleeding. The bleeding was stopped and a bandage was applied. It was also reported that the implantable cardiac monitor (icm) had undersensing and noise on several episodes. Sensing was reprogrammed and the physician will continue to monitor episodes. The icm remains in use. No patient complications have been reported as a result of this event.